Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittently functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor pcb and video controller pcb connectors were evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.